Event description:
After a clinician administered an injection, the clinician went to push the safety lever to lock and shield the needle, but the lever rotated around and the clinician received a needlestick injury.